Manufacturer narrative:
This was initially reported on the summary report dated august 30, 2014 under exemption (B)(4). Additionally, this was initially reported on the summary report dated june 18, 2015 under exemption (B)(4). Lawyer filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, recurrence, bleeding, and extrusion. The plaintiff also experienced vaginal scarring, mesh erosion, and dyspareunia. It was reported that the plaintiff underwent a revision. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death reported were hepatocellular carcinoma, (B)(6) and alcoholism. Related to manufacturer report#s: 2183959-2014-35569, 2183959-2014-34968, 2183959-2014-56124.